Event description:
During preventive maintenance, stryker observed that the customer's device would unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and observed that the customer's device would unexpectedly lost power. After replacing the system pcb assembly and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.